Manufacturer narrative:
Block h6, method code 86, was assigned as no product was returned for testing.

Event description:
During an iliac angioplasty procedure, the catheter balloon burst on the first inflation at 10 atm. The catheter was removed and two add'l catheters of the same make were used to no avail; the same event occurred during each inflation. The procedure was cancelled after the third catheter was used unsuccesfully. No pt injury reported.